Event description:
It was reported to the manufacturer, the facility; (B)(6), per facility the back of the bed was elevated to a 45 degree angle, an aide was in the room and unlocked the function, per aide the back dropped suddenly causing the resident to drop as well. Resident is now experiencing back pain; therapist has visited the resident and at this time they are not taking him to the hospital. After further discussions they discovered there was a waste basket under the bed; hanging it up. When the basket finally gave way the back section dropped. The manufacturer bed manual under warnings "before adjusting bed, ensure that area under and near bed perimeter is free of people and obstructions". Complaint # (B)(4) was entered in system, no product return - not a product issue.